Event description:
It was reported that the light emitting diode (led) display is damaged. The device was returned to the manufacturer for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the liquid crystal display (lcd) was out of specification with segments missing. It was also noted that the lower case was broken.